Manufacturer narrative:
Additional information: a1-a3, b5, d1, d4, d10 (add entry), h4, h6 (update codes), h11. B5: update "an unspecified elastomeric pump" to " a large volume folfusor". The flucloxacillin 8000mg was diluted in 230ml sodium chloride 0.9%. H4: the lot was manufactured september 11-16, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump under infused during infusion. The 23-hour flucloxacillin infusion under infused due to the temperature regulator becoming dislodged from the contact with the patient¿s skin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.